Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Additional information received reported the empty pump alarm was confirmed through telemetry and the pump was successfully put into a pump off state. There was no adverse reaction. No additional troubleshooting, intervention or other actions were taken to mitigate or resolve the event.

Event description:
In the summer of 2014, the patient was having a reaction to her intrathecal medication (sedation, itching, and burning). The reporter was not completely sure of the drug that the patient was receiving, but believed it was dilaudid. They refilled the pump with saline and it had been infusing saline ever since. In (B)(6) of 2015, the pump was alarming due to an empty reservoir. They were not going to refill the pump, but instead programmed the pump to off state as the patient was no longer using it.